Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead inner lumen became occluded and could not advance a wire or stylet after flushing the lead out of the body. A new lead was provided and successfully implanted. There were no adverse consequences; patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.